Event description:
Procedure type: gastric bypass. According to the reporter: the customer reports that during surgery, few staples did not shut down properly; therefore, did not hold the suture which lead to a fistula. The surgeon had to re-operate the pt the next day and the pt had to have a blood transfusion.

Manufacturer narrative:
(B)(4).